Manufacturer narrative:
No report of patient involvement. UDI # (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The absorbent canister was reseated to resolve the reported issue.

Event description:
During pre-use checks, the hospital reported a system leak which could lead to a loss of ventilation. There was no patient involvement.